Event description:
It was reported that the left ventricular (lv) lead was attempted to implant but was not used due to dislodgement. Three attempts to leave the lead in the inter-ventricular groove resulted in dislodgement when the sheath was pulled. No other lv lead was implanted due to the patient¿s anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).